Event description:
It was reported that pump displayed a continuous glucose monitoring error during use of g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through complete pump reset, confirmed error did not reappear after reset, and successfully started new sensor session; no additional issues were reported.